Manufacturer narrative:
Reference: (B)(4). Customer has indicated that the product will not be returned to orthopediatrics for investigation as it was scrapped at the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following bilateral femoral osteotomy revision procedures due to malunion, the patient was revised again due to migration of the plate. Patient was revised to intermedullary nails and was noted to be doing well at two-week follow-up visit. No additional patient consequences were reported.

Manufacturer narrative:
This follow is being submitted to relay additional information. Corrected: corrected 00-1200-7004. Updated: updated method 4109, 4115 and 4119. Updated results 3207. Updated conclusion 50. Complaint sample was not returned for evaluation. Reported event was confirmed through images provided by the customer. DHR review was unable to be performed as the lot number of the involved device is unknown. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was determined not due to the device, but due to the condition of the patient.